Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for in-clinic follow-up with episodes of inappropriate automatic mode switch and non-sustained right ventricular oversensing recorded by the implantable cardioverter defibrillator. The episodes were a result of far r oversensing. No patient symptoms or interventions were reported.